Event description:
Same case as MFR report #: 2134265-2009-01408. It was reported that post coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. Seven 7 days prior to the thrombosis a coronary drug eluting stenting treatment procedure was performed. The 90% stenosed lesion was located in a severely calcified and severely tortuous bifurcation of the obtuse marginal left circumflex to posterior descending left circumflex artery. Rotational atherectomy was performed with both a 1.25mm and 1.5mm rotaburr. The lesion was predilated with a 2.0x10mm non bsc balloon. The taxus liberte' 2.5x32mm drug eluting stent was expanded at 6 atms for 60 seconds and 8 atms for 30 seconds in the distal portion of the lesion. A 3.0x16mm taxus liberte' drug eluting stent was implanted in the proximal portion of the 2.5x32mm stent. Stent malposition due to calcification was noted in the distal left circumflex and post-dilation with a 2.5x10mm non bsc balloon was attempted, but the balloon ruptured. The lesion was again post-dilated with another 2.5x10mm non bsc balloon but the stent did dilate well. An atlantis sr pro2 imaging catheter was advanced, but was unable to cross the lesion. The physician again attempted to post-dilate the malposition with a 3.0x10mm non bsc balloon as well as a 2.75x8mm quantum maverick balloon, but the stent did not dilate well. At this point the procedure was completed. Seven days later, the pt presented complaining of chest pain. Coronary angiography was performed and the physician found thrombus at the site of the malposition within the taxus liberte' 2.5x32mm stent. The thrombus was aspirated using a thrombosis catheter. The lesion was dilated with two 2.75x10mm non bsc balloons. The physician noted that there was a possibility of a second occurrence of thrombus. The procedure was competed at this time and the patient was scheduled for surgery. Eight days later the pt underwent coronary artery bypass grafting. The pt had no further injuries or complications. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.